Event description:
The patient reported discomfort at the two access sites that were used during implant of the cardiomems device, the arm and the groin. Additional information was requested but has not been provided by the healthcare provider.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.